Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: mr received: "previously reported event medical device removal replaced with pelvic pain". New even menorrhagia was added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.